Event description:
It has been reported that the procedure was being performed on a male pt in the (B)(4). The catheter was placed into the pt's internal jugular. During post op care the clinician noticed leakage around the 7fr swan ganz catheter overnight. It was noted that both the introducer and catheter were then removed and discontinued use. No adverse action was caused. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was okay. On (B)(6) 2012 - follow up info confirms they always uses a 7fr catheter.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.